Event description:
It was reported that during an oral procedure, the bur guard melted onto the nose cone of the handpiece. There was no pt or user injury reported.

Manufacturer narrative:
The hand piece and bur guard were received at the manufacturer for testing, and the alleged condition of the bur guard melting onto the hand piece was confirmed. The hand piece passed the quality inspection procedure according to specification. The bur guard can melt if it is pushed up onto the hand piece. When this happens, the nose cone comes into contact with the bur guard and the friction can melt the bur guard.